Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A customer reported that a year ago, she had a toric iol implanted in her left eye. She mentioned that after the surgery the lens was moving in her eye, and the rim felt sharp. She mentioned that now the lens feels like a bad fitting contact lens. The patient indicated she has pressure and pain in the left side of her head, a dry nose and dry throat, distorted vision, fatigue, pain in her left-eye, irritability, and nausea. The patient also mentioned that she sees halos around lights and that her left eye pressure has increased. The patient mentioned that three doctors told her that the lens is placed correctly, so she wonders if there was a defect with the lens. The patient was prescribed cyclopentolate hydrochloride in left eye at night. In follow up with the operating surgeon, it was found that the patient had several follow-ups with the symptoms mentioned. The doctor's assistant stated that the doctor continues to say to the patient that her symptoms have nothing to do with the eye surgery. Although the patient does have dry eyes, inflammation of eyelids, etc., according to the surgeon, these symptoms are not related to the lens. The doctor gave the patient medicine for relief and stated that no explant is needed as this time. No additional information has been provided.

Manufacturer narrative:
Additional information: additional information was from the patient was received. She stated that she was prescribed multiple medications such as azasite, combigan, doxycycline pills, eye lid scrub, eye lid ointment, saline, antihistamine, cyclopentolate. Reportedly, there was no relief and patient still has the same problems with left eye. The pressure in her left eye has increased. Currently, patient uses 1 drop of latanoprost at night and 1 drop of timolol in the morning for glaucoma. As per the patient, the doctor stated that the lens was placed correctly and doctor's plan of action is to treat the symptoms. Additional symptoms reported are left eye hot, heart pain and labored breathing. Other relevant history,including preexisting medical conditions: glaucoma. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: additional information from patient was received. She stated she has been to three ophthalmologists and all three states that the lens is placed correctly so it appears to be the lens. She further stated that then the lens was implanted the rim of the lens felt sharp. Now it feels like a tight contact lens. She notes side effects are pressure in head, dry nose and throat, halos around lights, fatigue, and constant pain in left eye and increased eye pressure. (B)(4). Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.